Event description:
It was reported that after the induction of anesthesia for an abdominal total hysterectomy, there were plans to insert a bladder retention foley catheter. When the doctor conducted a balloon leak test, it was found that distilled water was leaking from the tip of the balloon, indicating that it was damaged. A new balloon catheter set was immediately provided, and the surgery was performed without any issues.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event is confirmed manufacturing related. Visual evaluation received 1 all silicone foley catheter with syringe. Attempted to inflate catheter with 10ml mbs and returned syringe. Upon inflation, solution immediately leaked into drainage lumen causing lumen to lumen leak. Also received 4 photo samples: 1) top view of catheter and syringe used for the reported event. 2) top view of trifurcation site. 3) end of the catheter with deflated balloon. 4) inflation cap for the reported event. No actions can be taken at this time since a root cause was not identified. DHR review did not show any problems or conditions that would have contributed to the reported event. Labelling review is not required as labelling would not have prevented the reported event. Correction: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after the induction of anesthesia for an abdominal total hysterectomy, there were plans to insert a bladder retention foley catheter. When the doctor conducted a balloon leak test, it was found that distilled water was leaking from the tip of the balloon, indicating that it was damaged. A new balloon catheter set was immediately provided, and the surgery was performed without any issues.